Event description:
User facility reported that a patient was defibrillated through an loban drape, resulting in an arc through the drape and patient burn. Upon further request from 3m for additional information, the user facility responded that the patient died as a result of causes unrelated to the burn incident. The burns were not graded or treated. The user facility will not be making a report under the smda.